Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue reappears, which the customer understood.